Event description:
¿PICC removed because the blue lumen started to bubble when attempting to flush¿ ¿tpa given on (B)(6) 21:00 left for 2 hours. On (B)(6) 23:00 with removal of tpa and attempted flush bumble noted under blue covered part of lumen: ¿date of insertion on (B)(6) 2023¿. Was a new piv or PICC placed for continuation of prescribed therapy ¿yes piv on (B)(6).¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed damage to the strain relief of the catheter. It appeared to be pinched which would result in the experienced issue. Images were also provided from the customer that were consistent with the investigation findings. The most probable causes for the damage to the catheter was most likely due to the mishandling of the product either during assembly, unit storage, or during packaging and the defect was not detected during final inspection. There have been no other complaints regarding this issue with this part number or lot number. Therefore, this was most likely an isolated event. The area supervisor was made aware of this complaint and provided images of the issue. Argon will continue to monitor for reoccurrence.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. Images were provided as well. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿PICC removed because the blue lumen started to bubble when attempting to flush¿. ¿tpa given (B)(6) 21:00 left for 2 hours. On (B)(6) 23:00 with removal of tpa and attempted flush buble noted under blue covered part of lumen.: ¿date of insertion (B)(6) 2023¿. Was a new piv or PICC placed for continuation of prescribed therapy ¿yes piv (B)(6)¿.